Manufacturer narrative:
(B)(4). Additional information requested and the following was obtained: there was no change in procedure due to this adverse event. Yes seal was retrieved from the abdominal cavity. Patient is doing good, post operatively.

Event description:
It was reported that during an laparoscopic ktp (potassium titanyl phosphate) procedure that when the surgeon inserted a 10mm endostitch device through the b12lt that one of the flaps of the duckbill seal separated and fell into the abdominal cavity. Unknown as to how the procedure was completed. There were no adverse consequences for the patient.